Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an internal blast during the assist cycle, following which the machine completely shut down. This incident caused immediate disruption to patient care but there was no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.